Manufacturer narrative:
Device passed the displacement test and self test. No pump error 54 or pump error 3 alarm noted during testing. However, pump error 54 and pump error 3 alarm found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected and main arm cannot communicate with the motor arm. No harm requiring medical intervention was reported. Customer was cleared alarm and finished process. Customer stated that self test was not ok. The insulin pump will be returned for analysis.